Event description:
The customer called to report that the sensor broke, and part of it stayed inside her skin. Advised the customer that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed visual inspection and failed per inspection. Found electrode and needle bent.